Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor) and pump error 41 ( power supply voltage error, this is measured before each single insulin pump stroke and then continually measured periodically during the entire motor driving period). The customer also reported that the minimed mobile app was inaccurately displaying data, showing use of simplera sync instead of instinct sensor. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6101. Troubleshooting was performed. Pump errors were cleared, and mechanical checks passed. No replacement was needed. App troubleshooting was unsuccessful, and escalation to the software team was recommended. The customer attempted to install/reinstall the app and restart the phone, but the issue persisted. No harm requiring medical intervention was reported. No product return is required for mmt-1884. The product return is not applicable for mmt-6101.